Event description:
It was reported that the patient had a driveline fault alarms as far back as (B)(6) 2022. The patient denies any ventricular assist device (vad) issues. The patient was scheduled to has a chest x-ray after appointment. The log files captured multiple driveline faults throughout the history. The patient had a previous driveline repair in (B)(6) 2020. There were also no external power events on (B)(6) 2022. The events on the (B)(6) 2022 appeared to be due to the patient simultaneously disconnecting power from both controller leads. The event on (B)(6) 2022 was caused by power to the mobile power unit (mpu). The mpu has a v-lock connector and there was no know loss of ac power at time of the event. There was no interruption in pump support during the events. Several low voltage and odd power cable disconnects were noted while on battery power. The driveline faults were determined to be due to driveline fracture. X-rays were done and found unremarkable. The patient underwent a pump exchange for documented black wire driveline fracture. Related manufacturer reference report # 2916596-2022-01228.

Manufacturer narrative:
The patient's previous driveline repair was reported under MFR. #2916596-2020-05803. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit was confirmed with the submitted log file. It was noted a no external power alarm event was captured on february 21. The data values indicate there was a loss of power to both power cables from the mobile power unit. The system controller reverted to the internal 11v backup battery for power and the pump speed value (9,200 rpm) was unaffected. The no external power alarm event cleared shortly after when a power exchange was completed. Additional information communicated on 23feb2022 indicated the serial number of the mobile power unit is unknown. The information indicated the suspected product was not exchanged and is not returning for an evaluation. A root cause of the no external power alarm could not be determined during the evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. The mobile power unit (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Mobile power unit serial number was unavailable, and the device history record could not be reviewed. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. No external power alarm . 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Low battery hazard alarm 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm. 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm. (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The alarms resolved after the pump exchange and the patient was discharged.